Event description:
It was reported that during a procedure to treat a lesion in the big, tortuous mid right coronary artery, a balance middleweight guide wire and 6f non-abbott guiding catheter were advanced. After pre-dilatation was performed, an attempt was made to place a 3.5x38 mm rx xience pro ll stent delivery system (sds); however, it was not possible to advance the sds to the lesion. While trying to introduce the sds into the 6f non-abbott guiding catheter, resistance was felt when the proximal balloon marker touched the guiding catheter and it was not possible to remove the sds from the guiding catheter. After several attempts, the sds was able to be removed from the guiding catheter. While examining the stent it was noted that the stent was damaged, stent struts flared away from the balloon, in the area of the proximal balloon marker. There was no adverse patient effect. There was a delay of the procedure about 3 days but not considered to be clinically significant. The target lesion was ultimately treating by implanting a drug-eluting stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide catheter: 6fjr4.0. The device was returned for analysis. The stent damage and resistance with the guiding catheter were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.